Event description:
It was reported by a customer in the USA that, an ht70 plus ventilator touch screen was unresponsive. The respiratory therapist also stated that the unit kept on rebooting itself repeatedly. There was no patient involvement.

Manufacturer narrative:
The evaluation and repair of the device has not yet begun. (B)(4).